Event description:
This device is an asset return for inspection and evaluation with no reported issue. There is no patient involvement. Upon evaluation of the returned device, it is observed that the device has damaged power switch and the rear foot switch, video printer and video recording output connectors are broken and loose. This is attributed to excessive stress. This medwatch is being submitted for the reportable issues of damaged power switch and the rear foot switch, video printer and video recording output connectors being broken and loose as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it is observed that the device has damaged power switch and the rear foot switch, video printer and video recording output connectors are broken and loose. This is attributed to excessive stress. Other observations for the device are a damaged front panel , deformed chassis, missing legs, deformed top cover, rear panel deformed, and damaged power supply plug in socket. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As stated in the initial report, it is likely/possible that the issue occurred due excessive stress being applied. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.